Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The reported pre-implantation aneurysm size was 58mm. On (B)(6) 2016, a follow up computed tomography angiography (cta) scan showed a type ii endoleak originating from a lumbar artery (level l3) on the left side. Additionally an increased aneurysm size of 62mm was measured. On (B)(6) 2016, an attempt was made to embolize the lumbar artery, but it failed due to the very challenging anatomy of the patient. On (B)(6) 2017 a follow-up cta scan showed an aneurysm size of 66 mm. It was decided to monitor the patient and currently no further procedures are planned.